Event description:
New information received notes that the patient was in the emergency room after receiving several inappropriate shocks from their device. The right ventricular lead exhibited chronic intermittent noise oversensing. Device was reprogrammed previously to address the lead noise.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented to the emergency room for device check, oversensing was observed on the right ventricular lead. The lead was capped on (B)(6) 2019 and replaced. The patient was stable before, during, and after the procedure.